Event description:
The tps universal driver was returned for service. Upon evaluation at the manufacturer it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassemly for visual examination, the potted trigger assembly and rear motor assembly showed signs of a thermal event. Other internal components were found to be damaged including the bearings, driveshaft assembly, and rotor assembly.